Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache and asthma has become worsened. There was no serious or permanent report of patient harm or injury. The correct event description should be - the manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache. There was no serious or permanent report of patient harm or injury. The manufacturer also received new information- the device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device pass final test. In this report, box b, d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache and asthma has become worsened. There was no serious or permanent report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.